Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon evaluation, the q12 and q16 insulated-gate bipolar transistors (igbts) had shorted causing high voltage to deviate to low voltage circuitry, damaging multiple components on the computer / analog (ca) board. The cause of the test failure is the damaged components. The cause of the damaged components is the high voltage deviation. The cause of the high voltage deviation is the shorted transistors. Root cause investigation into igbt failures is underway.

Event description:
During servicing of a patient's monitor, which was returned for investigation into the patient's death, a reportable problem was found. The monitor would not power on. There is no indication that the lifevest caused or contributed to the patient's death. The patient passed away "(B)(6) 2019". Further details surrounding the patient's death are unknown. The last available data is from (B)(6) 2019. No data download was possible due to the inability of the monitor to power on. There are no alleged deficiencies related to the patient's death.